Event description:
It was reported that the customer had a frozen screen on the insulin pump. The customer's blood glucose level was 220 mg/dl. The customer was transfer to helpline for assistance. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.